Event description:
On event date, a diagnostic procedure was performed on a patient with a pre-existing cardiac history. Following a pre-placement angiogram, a 6f angio-seal device was successfully deployed in the right common femoral artery. The physician was very conservative in his treatment, and prior to discharge, the patient was administered 1g of cephalin. Three days after event date, the patient re-presented with a groin infection, which was confirmed as a staphylococcus septicemia. Following 11 days of IV antibiotics, the patient recovered and was discharged on oral antibiotics. No further information could be obtained concerning this event.